Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 6 pro arm of the c-ring broke during use. No pieces were left inside the patient. Opened a new kit to complete the procedure. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 08/30/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The bipolar electrodes were observed to be intact, with no visual defects observed. The cutter blade was observed to be intact, with no visual defects observed. The c-ring and the plastic arm of the c-ring was not attached to the c-ring. The metal arm was observed to be intact, with no visual defects observed. The black shaft of the harvesting device was observed to be slightly melted on the side. A mechanical evaluation was conducted. The blue toggle on the harvesting device to extend and retract the cutter blade. No visual or physical difficulties were observed. The blue toggle for the cannula was manipulated to extend and retract the c-ring. There were no visual or physical difficulties observed. Based on the returned condition of the device, the reported failure "break, c-ring" was confirmed as well as for the analyzed failures "detachment of device or device component" as well as "melted;shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.